Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump went into threshold suspend. Customer thinks it could have been due to the placement of the sensor or that she might of been sleeping on it. Customer stated that the sensor glucose was reading 60 mg/dl and her blood glucose was 88 mg/dl; she went back to sleep and the threshold suspend activated about and hour and a half later. When she woke up 2 or 3 hours later her blood glucose was 190 mg/dl and she treated. Nothing further reported.